Event description:
Needle has broken during ebus procedure. 2cm (needle tip) remained in patient's body. Fragment of needle remaining in the patient's lungs. Unsuccessful attempts to remove the needle fragment. Patient hospitalized for one day for medical monitoring. 1) what is the manufacturer of the endoscope and the model number used? - pentax eb-19-j10u + b120393 2) describe the size of the intended target site: - 4r=9mm. 3) report shows that the needle broke, at what height did it break? - 2 cm (entire needle that had come out of the sheath, depth set to 2 cm). 4) it difficult to access the target site? - no. 5) was it difficult to remove the targeted site? - the bronchial wall was a little hard, as it is regularly. 6) was the ebus needle used in a tortuous position? - no. 7) are images of the needle or procedure available? - no. 8) was the device damaged in the packaging before being removed? - no. 9) was the device damaged when it was removed from the packaging? - no. 10) was exert force needed to remove the device? - no 11) when did the problem occur? (For example, when advancing the sheath/needle or when retracting the needle) - during needle/bronchial wall puncture. 12) were there any other defects (other than the complaint issue) been observed on the device? - no. 13) was force required to insert the device into the endoscope? - no. 14) was there any resistance when inserting the needle into the endoscope? - no. 15) if the needle was folded, was the kinking observed before inserting the device into the endoscope? - no needle bending. 16) when was the problem with the needle noticed? - at the time of puncture. 17) was the endoscope in a flexed or twisted position at any point during the procedure? - no. 18) was the stylet partially removed when the needle was inserted into the target site? - we do the first puncture with the stylet, then we remove it in order to put the 'vacuum' syringe'. 19) was the syringe used during the procedure, after the stylet was removed? - yes. 20) did you experience any difficulties when retracting the needle? - no. 21) how many samples have been obtained (number of passes) with this needle? - 3 punctures. 22) was it possible to fully retract the needle into the sheath before removing the device from the patient? - na (because the needle broke clean at the sheath). 23) if not with the device in question, how was the procedure carried out and/or completed? - procedure completed with another needle. 24) did the patient require any additional procedures as a result of this event? - yes; soft fibro to try to recover the needle, use of a shine app, emergency CT, unplanned overnight hospitalization. 25) has the part of the needle left in the patient been removed? - no. 26) if an additional procedure was performed, did it take place during the same procedure or was it scheduled for another day? - same operating time. 27) if the needle tip was pushed into the target site, was the distal position of the endoscope adjusted so as to force or flex the needle? - no. 28) in the case of an ebus procedure, did the needle tip hit the cartilaginous rings of the trachea? - nsp.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.